Event description:
The hosp reported that during the coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. The procedure was completed with a side biter clamp. No other pt complications were reported by the hosp. This report is for the second device used.